Event description:
While attempting to defibrillate a patient 9age and gender unknown) during open heart surgery, the device made a strange noise when attempting to charge and would not allow charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the device wsas tested by the user facility's biomed department and they were unable to duplicate the reported problem.